Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions (malfunction, reset, history) were verified and a different issue was identified. The alleged issue (occlusion alarm) was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Then, a malfunction alarm occurred. The customer then reported that the pump turned off, and an unexpected reset occurred. Upon turning the pump back on, the customer attempted to review the alerts and alarms in the pump history; however, the pump history was missing data. Blood glucose level was 114-115 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.